Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 30-aug-2025, the user experienced inaccurate readings from dexcom g7 continuous glucose monitor (cgm), which displayed low values inconsistent with finger stick results. The lowest blood glucose (bg) recorded was 37 mg/dl by finger stick. The user treated with three servings of orange juice and calibrated the cgm multiple times. Symptoms included sweating and shaking. By (B)(6) 2025, blood glucose (bg) stabilized at 94 mg/dl, and the user reported feeling better. Blood glucose (bg) was corrected with orange juice. No outside assistance or medical intervention was required at the time of call.